Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The missing hydrophilic coating, irregular texture, difficulties positioning and removing the device, and device operating differently were unable to be confirmed. Based on a visual, dimensional, and functional inspection and chemical analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for evaluation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information. The hi-torque balance middleweight universal ii referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during use in an unspecified coronary vessel, it was noted that a balance middleweight universal ii (bmwuii) guide wire was missing parts of its hydrocoating and an unspecified device gets stuck and cannot be advanced or retracted over the guide wire. Reportedly, the physician and staff feels this issue is not related to patient anatomy or lesion calcification; it is related to a lack of durability for the guide wire. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.